Event description:
It was reported that during a rotablation procedure, the burr became stuck in the lesion. The target lesion was located in the proximal circumflex artery. A rotalink plus was successfully used to burr through the lesion. During removal of the rotalink plus, the burr became stuck in the proximal lesion. Attempts were made to spin the burr; however, the burr stalled. The rotalink plus would not move forward or backwards. Nitro was administered along with additional wiring and ballooning with another manufacturer¿s 1.25mm balloon catheter. The patient was sent for bypass surgery and the burr was successfully removed. No patient further complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).